Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that numbers were not ramping. Customer¿s blood glucose level was 5.2 mmol/l at the time of incident. Customer stated that they had issue with up and down buttons. Customer stated that the buttons were responding. Customer stated that the block mode was off. Customer stated that there was no alarms in progress when the issue was occurred. The insulin pump will not be returned for analysis.